Event description:
During review of the programming history available to the manufacturer, it was observed that the patient's programmed settings were indicative of a faulted diagnostics test upon initial interrogation. The settings were normal when the patient left the previous office visit noted in the available programming history on (B)(6) 2008. It is unknown when the faulted diagnostics test occurred. The settings were corrected on the date of discovery. No adverse events have been reported as a result of the issue.

Manufacturer narrative:
Analysis of programming history.